Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted in the article that the head and liner were replaced with a zimmer longevity constrained liner and a 28-mm head. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26631286. (B)(4). Other devices used: catalog #unk, unknown screw, lot #unk; catalog #unk, unknown trilogy shell, lot #unk; catalog #unk, unknown femoral stem, lot #unk; catalog #unk, unknown trilogy ab ceramic head, lot #unk this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to recurrent instability.